Manufacturer narrative:
(B)(4). Summary of investigational findings: the unused device was returned in an opened tyvek pouch, but with the protective sleeve still placed over the stent at the distal tip. According to the instructions for use the protective sleeve must be removed during preparation and the presence of the sleeve may have caused the difficulties when attempting to advance the formula into the sheath valve and the stent to "not go further." IFU, preparation of balloon catheter: remove the formula 414 rx vascular stent system from the package, remove protective sleeve from the distal tip of the catheter and inspect the stent to ensure it has not been damaged. Investigation revealed no evidence to suggest the formula device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: they advanced the formula through the sheath and halfway the valve the balloon expandable stent did not go further. With the second 6 french sheath, they had the same problem. Eventually they took another sheath from another firm and the stent was placed after all. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p100028. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: they advanced the formula through the sheath and halfway the valve the balloon expandable stent did not go further. With the second 6 french sheath, they had the same problem. Eventually they took another sheath from another firm and the stent was placed after all. Patient outcome: the patient did not experience any adverse effects due to this occurrence.